Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal resection. The surgeon was not able to squeeze the handle of the stapler, it did not fire. The procedure was converted to open unrelated to the device problem. No known impact or consequence to the patient. Patient status is alive, no injury.